Manufacturer narrative:
The endoscope in question was returned to olympus for investigation. Olympus was unable to duplicate the user's experience, however evidence of fluid invasion was found in the electrical connector, which most likely caused an electrical short and affected the charge coupled device unit resulting in the image phenomenon the user experienced.

Event description:
The hospital reported they experienced a total loss of image during procedure. The image was unable to be retrieved and the procedure was completed with the use of another similar endoscope. There was no allegation of harm.